Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The lead was returned in two sections. Analysis found the lead shorted and insulation abrasions.

Event description:
It was reported that during a follow-up several inappropriate shocks due to noise on the right ventricular lead were observed. Noise was reproducible with isometrics. Slight decrease in impedance was observed. The lead was explanted.